Event description:
It was reported that the user experienced hypoglycemia with a documented low glucose of 41 mg/dl and initially did not perceive an alert from the ilet pump; review of the device history confirmed the low-glucose alert had issued, and the user subsequently increased the alert volume to high. Customer care provided remote troubleshooting with the user that included review of device alert history and user education on alert volume and meal history features. Investigation of this case revealed that the pump had alerted as designed, the user likely missed the initial alert, and multiple meal announcements earlier in the day were identified. Symptoms included blurry vision and feeling "low" associated with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery to target range without medical intervention. It was concluded that the device functioned as intended and that hypoglycemia occurred with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.